Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case, cracked case, and cracked battery tube threads. Device received with blank white display due to corroded electronic assemblies. Device received with corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement, and displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated there was a black spot in the middle of screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.